Event description:
It was reported, "(B)(6), deputy manager of the surgery department, reported via our sales rep, (B)(4), that he was attending a surgery procedure. According to his information, he observed that the locking mechanism of the impaction handle failed to function during this surgery procedure, but the patient was not impaired, because the surgery procedure was completed by using a replacing device."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.